Event description:
It was reported that the lead was explanted due to increase in threshold and decrease in sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.